Event description:
It was reported that pump experienced malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred, a replacement pump was arranged with updated software.